Event description:
It was reported that a patient reported pain and presented with a 2.5cm partial thickness wound dehiscence five days following a body lift procedure. The initial top layer of the incision of the right buttocks was closed in a running continuous fashion. The patient was returned to surgery for repair on post-op day 6. Complete site approximation was reported on post-op days 12 and 25.

Manufacturer narrative:
Dehiscence occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.